Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated that they had changed the complete set and performed a displacement test and it was passed. Customer stated that they had plunger rod and cannot push insulin manually out. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.